Manufacturer narrative:
Follow-up #1: date of submission 10/10/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/20/2013 with the following findings: the pump was returned with torn keypad above the ¿up¿ key. All keypad buttons were completely unresponsive. When the keypad was removed to investigate, evidence of keypad contamination was located, under all keypad buttons.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. One week prior to the complaint, the "ok" and "down" buttons became intermittently responsive. The day before the complaint, the issue progressed and the two buttons became completely unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.